Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but was unable to replicate or confirm the reported issue and found the system to be performing as expected. Ge healthcare product engineering performed an investigation of this event. Analysis of the logs shows that vent mode was attempted for 11 seconds in the last portion of the procedure. The procedure began at 3:43 and was uneventful until the assumed time of the desaturation around 5:10 based on the sudden drop in eto2 (end tidal o2). The root cause could not be identified with the available information, however, based on analysis of prior complete loss of ventilation cases and the alarms present (low minute volume & volume/co2 apnea), the most likely root cause of this event is either a leak external to the device (in the patient breathing circuit or at the patient) or a patient airway spasm which could have been introduced or induced respectively during the transfer to the bed. A leak would need to be small enough to not also trigger a leak alarm, or the spasm and airway seal not great enough to trigger a high pressure alarm. The patient was switched to the systemâs auxiliary oxygen outlet with ambu bag and recovered with no adverse effects.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, the device would not ventilate the patient either in mechanical or manual mode. The blood oxygen saturation of the patient dropped to 32%. After using auxiliary oxygen and an ambu bag, the patient's saturation came back to normal with no impact to the patient.